Manufacturer narrative:
(B)(4). No consequences or impact to patient. Incorrect or inadequate test result. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn 1800 analyzer generated an elevated wbc result of 41,600/ul with a r2 code. The sample was repeated 2 times with no r codes generated and both results were 4,500/ul which fit the clinical picture for the patient. There was no impact to patient management.

Manufacturer narrative:
The customer reported that the pre-mixing cup and the wbc mixing chamber had poor bubble mixing, and that the rbc mixing chamber did not mix at all. A field service representative (fsr) was dispatched to the account. The fsr found that a clog in the silicon tubing (s1) was the source of the poor bubble mixing. The silicon tubing (s1) was replaced. The fsr also replaced the 10 ml diluent syringe, as it had worn out from normal use, the sample probe because it was dirty, and the "t" and "y" fittings as a precaution. The fsr ran precision and quality controls, all recovered within specifications. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the customer's issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.